Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet after inadvertently announcing a meal twice, followed by inconsistent and then absent meal announcements, which led to subsequent hyperglycemia and corrective lows; the device alerted for out-of-range glucose and troubleshooting and education were completed, including guidance to reset the ilet and to use consistent meal announcements during the learning period. Symptoms included no reported clinical symptoms despite low blood glucose. Outcomes included correction with oral glucose tablets and juice without the need for outside assistance or medical intervention; the low reached 40 mg/dl and was out of range for approximately 20 to 25 minutes. Investigation included counseling on proper use and potential device reset to retrain insulin needs. Investigation of this case revealed user-related operational factors during the learning phase, specifically duplicate meal entry and subsequent omission of meal announcements, leading to algorithm-driven corrections and glycemic variability. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate, with user interaction likely contributing. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.